Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional flow rate accuracy testing, the device did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed pump mechanism. The pump mechanism requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a gravimetric flow rate accuracy test during annual preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.